Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter, in-house contour next test strips from lot # 1apec46a and in-house contour next control solution from lot # 1bv2g77, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control tests.

Event description:
The customer reported that she ran control tests and obtained readings of 189 mg/dl and 200 mg/dl at 12:50 p.m. With the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.